Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the right middle cerebral artery using a penumbra system 5max ace reperfusion catheter. During the procedure, the physician successfully recanalized the artery using the 5max ace and another manufacturer's stent retriever. The physician met resistance while removing the 5max ace . While attempting to remove it, the 5max ace fractured into two pieces. An alligator snare was used to retrieve the distal portion of the 5max ace; however, it was unsuccessful. The patient was taken into the operating room and the fractured portion of the ace catheter was successfully removed through open surgery. The patient was in stable condition following the surgery.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Results: the 5max ace was stretched approximately 104.5 cm from the hub to the fractured location. Conclusion: the complaint has been evaluated. The complaint indicated that when trying to remove the 5 max ace from the patient, there was resistance and a "pop" sound. At this point, the 5 max ace snapped in half. An alligator snare was used to try and retrieve the 5 max ace, but that attempt was unsuccessful. The patient was then taken to the or and the carotid was opened up and the other half of the 5 max ace was retrieved. Evaluation of the returned device revealed a fractured distal shaft. The fracture did not occur at a junction location. This type of damage may have occurred due to excessive force used during the withdrawal of the 5max ace catheter against the resistance mentioned in the complaint. If device is forcefully withdrawn against resistance, it is possible that damage like this will occur. These are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.